Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure after having the infusion set in for less than 24 hours. Customer stated that he stopped using the insulin pump at the beginning of the month. Customer's blood glucose reading was 215 mg/dl. No significant events leading to the alarm were observed. Customer was unable to troubleshoot. Advised customer to do a complete set change as soon as possible. Advised customer to call again if the no delivery alarm re-occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.